Event description:
It was reported that the intraocular lens was placed in the cartridge and the cartridge cracked. The surgeon placed the lens in the new cartridge and noticed the lens was scratched. In follow-up, it was reported that when the technician loaded the lens the cartridge cracked (broke) and scratched the lens (as the surgeon verified under the microscope before the technician loaded it again). The technician opened a new lens that was then inserted in the patient's eye.

Manufacturer narrative:
The cartridge and lens were returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the cartridge was received cracked. Viscoelastic residue was not observed. Due to the condition of the cartridge, additional analysis was not able to be performed. The cause of the cartridge crack could not be determined. The manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing specifications. No deviation or non-conformance report (ncr) related the complaint types were generated during the manufacturing process of this lot. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in the manufacturing method, inspections or specifications that could be related to the complaint type claimed. The documentation shows that these production orders for the pscst30 cartridges were manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.